Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported for general instruments," and, "biomet recommends that all instruments be regularly inspected for wear and disfigurement prior to use." Under warnings, number 8 states, "the surgeon is to be familiar with the equipment, instruments and surgical procedure prior to performing surgery." Device discarded.

Event description:
During an anterior cruciate ligament repair, the suture separated from the needle and could not be used. The procedure was completed with another unit without delay in the procedure or patient injury.